Event description:
It was reported that during a procedure to treat a lesion in an arteriovenous fistula, a 6x40x50 fox plus percutaneous transluminal angioplasty (pta) catheter was advanced without resistance for plain old balloon angioplasty (poba) and inflated two times at 16 atmospheres; however, the balloon ruptured on the second inflation. The 6x40x50 fox plus pta catheter was withdrawn from the patient anatomy without resistance and a new same size fox plus was used to complete the poba and successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.